Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella rp device for mechanical circulatory support. During insertion, the right ventricle was grossly dilated and large. The impella would not advance out of the pulmonary artery. Eventually very high resistance/frictional force noted to advance the catheter through the 23 fr peelaway sheath. However, the device never reached a satisfactory position. Several attempts were made at placement with varying wires. All proved to be unsuccessful. Eventually, it became difficult to even advance the impella through the peelaway sheath. The physician decided to abort the implant and explanted the device. No further information is available.

Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, a kink was observed in the introducer along with tip damage which is consistent with the difficult delivery. The root cause of the delivery issue was determined to be patient condition as this was a salvage case and the pump was unable to be inserted due to the patient's anatomy. As noted in the impella IFU: impella rp with smart assist system section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.